Manufacturer narrative:
The lot number provided by the distributor/customer does not appear to be correct. Csi has asked the distributor to provide the correct lot number so that csi can perform trend analysis and review of production records. If the correct lot number is provided, a follow-up report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician's opinion was that the fracture may have been caused by severe flexion and heavy calcification of the lesion. The perforation mentioned will be submitted under MDR 3004742232-2021-00428. Csi ID: (B)(4).

Event description:
An orbital atherectomy device (oad) and viperwire guidewire were used for treatment of a lesion in the lad, which was heavily tortuous. The vessel was 90% stenosed. An intravascular ultrasound catheter could not be advanced to the area of interest. The oad also could not be advanced through the lesion even with the use of glideassist. A low-speed proximal to distal treatment was initiated. After the sixth treatment, the viperwire guidewire fractured, and a perforation occurred. Atherectomy was discontinued. The patient was stable, but an iabp was placed as a precautionary measure. The patient was taken to surgery, and the wire fragment was removed. The patient was transferred to the ICU and was stable.

Manufacturer narrative:
Csi ID: (B)(4).